Event description:
It was reported that the jaws do not open and clips flow down when loading.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Reference file a (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired on the first attempt. The next clip was protruding from the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file (B)(4) for investigation photos. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "loading issue" was confirmed based upon the sample received. One sample was returned with its rotation tab bent and no clip in the first position of the channel. Upon functional inspection, no clip fired on the first attempt. The next clip was protruding from the channel. The sample was disassembled and it was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. CAPA 40010983 has been previously opened to further investigate loading and feeding issues.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1800729 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws do not open and clips flow down when loading.